Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a watchman flx closure device was implanted. At an unspecified time, thrombosis was identified and the patient was switched to eliquis.